Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer did not test blood glucose (bg) levels at the time of the call; however, there was no reported impact to the customer's bg level. It was confirmed that the customer had an alternate method of insulin delivery available.